Event description:
The user reported that the bottom of the front cover was broken and the bottom of the rear cover was broken and scratched. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.